Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a particulate in the device. This was observed during priming of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was done and it was confirmed that the pump tube had a particle (burn material). A functional test was performed where the spike was inserted into a saline bag and the flow of liquid was observed. The flow of liquid was confirmed with special attention to the ¿particle¿ and no movement of this was observed. The unit was subjected to a cross sectioning and it was confirmed that a particle was encrusted within the walls of the pump tube. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process due to a build-up of material at the tip of the extruder die point during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.